Event description:
It was reported that in (B)(6) 2014 the atrial lead exhibited noise which could not be reproduced. On (B)(6) 2014 during a clinic visit, the right atrial lead exhibited low impedance and loss of capture. The device was reprogrammed to vvi mode. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.